Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded. Per the instructions for use of the device, catheter fracture is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Reporter confirmed that the patient's catheter was replaced due to catheter fracture. No information was available regarding possible cap study or patient symptoms. The catheter was discarded after the replacement surgery. Patient's pump was replaced and captured in MFR 3010079947-2020-00372.